Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump stopped only when the pt was connected to a power module patient cable. The external portion of the percutaneous lead was manipulated and the pump stoppages could not be reproduced. The hospital staff suspected damage internal damage to the percutaneous lead. X-rays were taken and a kink was found approx three to four inches from the pump. As a result, the pt was given a modified pt cable and his status on the transplant list was moved up. Per additional info received, the pt was transplanted on (B)(6) 2011.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.